Event description:
Device report from synthes reports an event in japan as follows: it was reported that on november 22, 2023, a vba (vertebral body stenting) was performed for a vertebral fracture (th12). In the surgery, the surgeon used two size m balloons. The procedure was performed without problems from the trial balloon, stent balloon, and stent placement. The cement in question began pouring 10 minutes after mixing. The cement could be placed up to 9 ml bilaterally without any problem, but the surgeon decided to inject a little more and continued the injection. The injection was interrupted when a longitudinal shadow appeared on the side of the spinal canal after 11 ml had been injected. A 2-3 cm longitudinal image of what appeared to be a cement shadow, sticking to the posterior wall, was observed. The surgeon immediately terminated the operation. The procedure was completed successfully, and the patient outcome was stable. No further medical intervention was required. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.